Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 11/05/2019. A manufacturing record evaluation was performed for the finished device al6931 number, and no non-conformances were identified.¿

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The thread detached from the needle when suturing the patient. There were no adverse patient consequences reported. No additional information is available.